Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the surgeon engaged first clip and stated" the clip would not close". The handle was hard to fire. Opened a second er320 and it worked fine. The case was completed. There was no consequence to pt.